Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range measurements. The rv lead impedance has gradually increased. Technical services (ts) provided recommendations for troubleshooting. This rv lead remains in service. No adverse patient effects were reported.